Event description:
It was reported that the patient's generator was extruding due to patient influence. The patient's neurologist indicated that the patient picked at the neck incision site which caused poor healing and the leads to extrude. The patient's generator and leads were explanted due to the extrusion. The suspect device has not been received to date. No further relevant information has been received to date.